Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Loss of integration of endosseous dental implant. Clinician had placed 4 implants in the edentulous maxilla. After 2 weeks, pt was permitted to wear a temporary maxillary full upper denture with the acrylic completely relieved over the implants. Within 4-5 weeks, the pt had pivoted the denture into the implants and overloaded this implant with heavy chewing forces. Clinician believes overload caused loss of integration.